Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient thought that stimulation felt "weird" occasionally when the patient would sit down, but indicated that the stimulation was not uncomfortable. The night prior to the call however the patient indicated that stimulation "got so bad" that the patient may have accidentally turned stimulation off. The patient indicated that the device/therapy has greatly improved their symptoms and when the ins was checked during the call stimulation was found to be turned off. The patient was assisted with turning stimulation back on and was able to do so without issue. The patient then wanted to change to program 2 and was assisted with changing to program 2 and increasing stimulation to a comfortable level. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.